Event description:
The device was deployed with the rapid release technique. After placement, it was determined by the physician that damage occurred to the submucosal tissue (the wire guide caused the damage to the submucosal tissue). The doctor felt that the angle at which the wire was coming out of the access sheath caused the damage. The doctor was able to complete the procedure with the complaint device. Additional information provided (B)(6) 2013: per the physician, the wire went through the submucosal tissue and into the peritoneum. They noticed the wire had gone through the tissue toward the end of the case after they had placed the sheath, lased, and basketed the stone fragments. Instead of coiling in the renal pelvis, the wire had gone through the tissue (dr. Felt this was caused by the angle the wire was exiting the sheath upon placement.) It was unclear whether there was a false passage or one was created with our wire. It is unknown if the scope was digital of the scope type specifically. The physician had to leave the stent in longer than expected due to the damage that occurred.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.